Event description:
It was reported that the customer went to the emergency room and was subsequently submitted to the hospital. The highest recorded blood glucose level was 594 mg/dl. Prior to being hospitalized, the customer changed pump supplies in attempt to resolve bg level. While the customer was hospitalized, the customer was treated with intravenous saline and insulin. The suspected cause of this high blood glucose level was an occlusion. The customer changed the pump supplies and continued using the pump for insulin therapy. A system check found the pump was functioning as intended. The reported issue was resolved, and the customer was released from the hospital the following day with no permanent damage.